Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device needed to be sent to the philips bench repair for evaluation. There was no patient involvement.